Event description:
During a laparoscopic bypass procedure, as the surgeon was performing a running closure, the swedge on needle came off of the suture. Surgeon had to repeatedly start another suture. This occurred approximately 4 times and with sutures from 3 different lot numbers. No patient information was provided for report. No injury to patient.